Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. Based on information provided, it was found that the compressor tubing kit was defective and the diss air filter was leaking. The issue was resolved by replacing compressor tubing kit and adjusting diss air filter. The issue has been resolved and the device was delivered to the user in working condition. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause of the issue has not determined.

Event description:
Manufacturer's ref. #: (B)(4).